Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out-of-range / high superior vena cava (svc) defibrillation coil impedance when the impedance level exceeded the programmed upper alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.